Event description:
The customer contacted an abbott cta regarding the ausab quantitation panel product correction letter. The account stated the essay is used to test donors for immune status. The customer questioned the validity of past results obtained and inquired if abbott has any suggestions for processing and reporting results using kits found to have a bias. Abbott representatives conducted a conference call with the laboratory to address additional customer concerns. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.